Event description:
It was reported that a spectrum pump had a downstream occlusion. This occurred upon power up, during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed 'downstream occlusion!' Messages. The alarms in the log were likely a result of normal pump operation. The reported condition was not verified. Evaluation observed and found that the pump functioned normally without issues when tested with the rates of 125ml/hour and 800ml/hour, and it was able to infuse normally with no issues. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.